Manufacturer narrative:
Performance health originally received complaint on (B)(6) 2018 and was deemed to be reported as an emdr. Personnel submitted the electronic medwatch form july 10, 2018. However, it was inadvertently submitted in the webtrader test environment and not production. The complaint investigation has been completed per procedures and no further action concluded from the complaint. The employee is no longer with the company and the oversight was discovered during the exit transition; hence the late submission of this emdr.

Event description:
Customer called on (B)(6) 2018 to report that an incident occurred using our blue theraband resistance band. She wrapped the blue theraband around an exercise machine at the gym and was performing arm exercises when the customer alleges that the band ripped causing injury to her left hand and thumb. The customer states she was not wearing rings or a brace, but was wearing workout gloves and that she always inspects the band for nicks or tears. The customer alleges she may have permanent damage to her left hand and thumb. She did not seek medical attention at the time of this report. Resistance bands can break or tear when excessive pull force is used. Theraband bands include instructions for use regarding band elongation percentages with the device.